Event description:
Father of patient notified rn that filter on central line IV tubing was leaking. Rn switched out whole line and filter on tubing. Filter tubing saved for unit cne (certified nurse educator).